Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis due to displaying an error. The event history was reviewed and the pump was ran in user mode. The reported error code 46228 was not duplicated. The pump was started and stopped with no errors. It did not error on startup. The log entry was a single instance after a "pump stopped" alarm. The error is a transient error that couldn't be duplicated.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code 46228. No patient was involved in this event. No adverse effects were reported.